Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation was confirmed. The reported failure was replicated. One unpackaged abs-10060r angel centrifuge us (refurbished) serial/batch number (B)(6) was received for evaluation. A visual evaluation notes cosmetic damage to the housing, such as scratches, marks, and signs of wear and tear. Functional testing was performed by connecting the device and functional testing to see if the reported failure could be replicated. The complaint describes that the system in question, sn (B)(6), would repeatedly restart without ever processing. This error was replicated. The disposable was loaded, blood was injected into the whole blood bag, and once a cycle was initiated, the unit restarted. This occurred three times. The device was then manually power cycled. The error continued to occur; therefore, no blood testing was able to be conducted. The most likely cause of the reported failure is wear and tear from the device due to use. Device manufacturing date: 04/11/01.

Event description:
Additional information was provided on 03/06/2025 where the representative stated they were scheduled to use the new system for the intraperitoneal catheters which is called the angel system. It is what prepares the prp. The anesthesiologist attempted to withdraw over 50cc of the patient¿s blood and was not successful. Only 50 was collected, after multiple attempts by the anesthesiologist. The blood collection was connected to the device and no prp was produced after the cycle. Dr. Marsh was made aware and was present during the collection and processing of the blood. They concluded the procedure without the use of the prp.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(6) that an abs-10060r angel centrifuge will start a procedure, then it will stop and begin again without completing. This issue was discovered during a surgery, the blood collection did not produce prp, the doctor was made aware, the procedure was concluded without the use of prp.